Event description:
Pentax medical was made aware of a complaint which occurred in the united states stating "no image, scope cuts out, and pve connector loose fit" involving pentax medical video processor model epk-i7010, serial number (B)(4). The event was reported to occur in the operating room, before use. There was no report of death, serious injury or other significant/important medical event. The customer owned processor was received by pentax medical for evaluation on 03-aug-2021. The processor was inspected by pentax medical service under service order (B)(4) and the technician confirmed the user complaint of "electrical connector with wiring intermittent connection" and also documented the following inspection findings: scope connector handle loose, ball plunger damaged, limit switch actuator plate(2) bent. The device underwent repairs including the following components: scope connector assy, cable to limit sw, ball plunger. Model epk-i7010, serial number (B)(4), has been prviously serviced at a pentax facility since the device was put into service. On 19-aug-2021, a device history record(DHR) review for model epk-i7010, serial number (B)(4), was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 20-oct-2017 under normal conditions. The processor g-board was reworked as the device repeats fully open and fully closed when the aperture is fully opened. It passed all required inspections, and was released accordingly without concessions. The dates of approval for shipment and actual date shipped were confirmed for 20-oct-2017. The processor was repaired and approved by final qc on 12-aug-2021 and was delivered to the customer under delivery order (B)(4).

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.